Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint 319 error. In logs, the 319 error was found indicating a node not found. Issues on the axes controller carriage (acc) confirming the fault occurred in the field. Upon visual inspection, damage was found within the rolling loop fiber that would be related to the reported event. The universal surgical manipulator (usm) was then installed onto a patient fixture test platform (pftp) where check all boards present was found to be failing on the rolling loop. It was for power reading at lower than 75 on acs. Once testing was completed, the rolling loop fiber was applied behavioral analysis tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that non-recoverable error 319 occurred against universal surgical manipulator (usm) 1. The system logs confirmed the error reported by the usm 1 board. The customer performed multiple system reboots before calling, with no resolution. The intuitive tech support engineer (tse) assisted the customer with performing a hard reboot and emergency power off of the patient side cart (psc), with no change. The customer reportedly did not have another da vinci system available, and needed all four usms for the procedure. The caller was not sure how the surgeon was going to proceed. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.